Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to a cracked and shorted capacitor c181 on the user interface pcb assembly.

Event description:
A customer contacted physio-control to report that their device had logged an event code. Upon initial evaluation physio-control service technician observed that the device locked up with a white screen when power on. In this state, the device would not be able to provide therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and verified that the device has a white screen when powered on. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced user interface pcb assembly was sent to the product analysis center (pac) for further evaluation.

Event description:
A customer contacted physio-control to report that their device had logged an event code. Upon initial evaluation physio-control service technician observed that the device locked up with a white screen when power on. In this state, the device would not be able to provide therapy, if needed. There was no patient use associated with the reported event.